Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual injection was administered to address elevated bg. To resolve the past issues, the customer would reload the cartridges and resume insulin delivery. Ultimately, after troubleshooting with tandem technical support, the pump was replaced. Reportedly the customer continued to use the pump for insulin therapy.